Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer's parent called and reported the customer's blood glucose went up to 478 mg/dl. At time of report, customer's blood glucose was 378 mg/dl, and he was experiencing nausea, grogginess, and dizziness. Customer had reportedly changed out infusion set two to three times in the previous three days. Customer's mother was advised to call back to start troubleshooting for high blood glucose.